Event description:
The pump was set to deliver insulin at a rate of 1 ml/hr. The pump alarmed "err n" and 50 mls was delivered in 15 minutes. The pt was given dextrose solution to raise the pts sugar levels back to normal. Pt had stabilized. The hosp reported that the overinfusion was unrelated to the pt's death.

Manufacturer narrative:
The pump was not returned to the MFR for eval. The pump was tested by an outside service center and the overinfusion could not be duplicated. The pump was reported to have alarmed "err n" which can indicate a gummed-up mechanism due to a solution spill. Spilled fluid left to dry may lead to "flo", "occl", or "err n" alarms. MFR recommends in both the technical service manual and the directions for use to ensure proper operation of the instrument. The pumping mechanism requires cleaning after fluid spills and during periodic inspections. MFR's final report date 11/22/96.